Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received "hi" glucose reading (result of higher than 501 mg/dl) on the abbott diabetes care (adc) device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was asymptomatic and self-treated with 11 units of rapid-acting insulin. Then the caregiver performed capillary blood glucose result of 55 mg/dl from competitor brand meter compared to a sensor scan result of 250 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 10 days. The customer was administered with pineapple, curd, and a cookie from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.